Event description:
It was reported that the physician suspected externalized conductors, although review of provided fluoroscopy by sjm personnel could not confirm this. The lead remains implanted and patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.